Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy that there was a balloon rupture; blood was noted in tubing. Indications for use were post emergency coronary artery bypass (cab) and mitral valve and placement of extracorporeal membrane oxygenation (ECMO). Patient had arrived from an outside hospital in cardiogenic shock with a competitors pump. Iab was removed. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy that there was a balloon rupture; blood was noted in tubing. Indications for use were post emergency coronary artery bypass (cab) and mitral valve and placement of extracorporeal membrane oxygenation (ECMO). Patient had arrived from an outside hospital in cardiogenic shock with a competitors pump. Iab was removed. There was no reported injury to the patient.

Manufacturer narrative:
Correction: 'date of birth' changed from: (B)(6). (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy that there was a balloon rupture; blood was noted in tubing. Indications for use were post emergency coronary artery bypass (cab) and mitral valve and placement of extracorporeal membrane oxygenation (ECMO). Patient had arrived from an outside hospital in cardiogenic shock with a competitors pump. Iab was removed. There was no reported injury to the patient.

Manufacturer narrative:
The iab was returned with the membrane and optical fiber cut and completely separated near the middle. The extracorporeal tubing was returned cut in two parts. A third cut portion of the extracorporeal tubing and the tubing male leur were not returned. Dried blood was observed on the interior and exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. The inner lumen was found to be occluded with dried blood. The occlusion was able to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed but the leak could not be located. We were unable to test the complete iab catheter for the reported problem due to its returned condition. However dried blood was observed within the iab. This most likely caused the reported alarm. Although the evaluation confirmed the reported event, we are unable to determine when this may have occurred. An evaluation of the product was unable to duplicate the reported problem or confirm a malfunction. The product performed according to specification. A lot history record review and trend evaluation was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).